Manufacturer narrative:
The information in initial 0003015876-2025-02718 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device gave incorrect shock advisory during intervention on a patient. In this state, wrong defibrillation therapy would be provided, if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device gave incorrect shock advisory during intervention on a patient. In this state, wrong defibrillation therapy would be provided, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.